Event description:
The customer reported that on (B)(6) 2011, they obtained erroneous, low glucose (glu) results generated from a unicel dxc 800 synchron system for three patient samples. The initial, erroneous glu results were not released from the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The initial results were repeated after performing system maintenance and adjustments. These repeat results on the unicel dxc 800 synchron system were again erroneously low. The actual, erroneous repeat results were not provided by the customer. The initial, erroneous glu results were repeated on another instrument. These repeat glu results were considered valid and reported out of the laboratory. The actual repeat results were not provided by the customer. Instrument quality control (qc) and calibration results failed to meet customer established specifications after the event. System error messages of dl (dynamic low) were obtained when running qc. The customer did not reported any other chemistry issues. Sample preparation and handling information associated with this event were not supplied by the customer.

Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) replaced the t-valve, sample probe, reagent probe and mixer paddle. After the repairs, the fse verified instrument performance via calibration and precision runs which passed established specifications. The instrument was then returned into service. The root cause of this event appears to be hardware.